Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump requested a minimum of 50 units after filling the cartridge with insulin during the load process. The customer called back and reported that the issue with the minimum fill has been resolved and was able to resume insulin delivery. There was no impact to the customer's blood glucose level.